Event description:
During a routine shift check by a clinician, the device gave a "unit failed" message and displayed a red "x" indicateor. Complainant indicated that there was no pt involvement in the reported malfunction.